Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of a recurrent incisional hernia with composix e/x mesh. It was noted that the patient had undergone hernia repair a couple of years prior with a composix kugel mesh. The detailed operative report does not mention any previously placed mesh. On (B)(6) 2007 - patient underwent repair of a recurrent incisional hernia with a kugel patch. It was noted in the operative report that the mesh from the previous repair was still firmly attached. A decision was made to leave this to sew to and try to preserve as much abdominal wall fascia as possible.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The composix kugel mesh noted in the (B)(6) 2006 operative report was reported to the FDA in accordance with (B)(4). The medical records refer to a kugel patch implant on (B)(6) 2007, however there was no indication that there were any issues related to this device.